Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A check of the hospital's fault note book showed another instance of the fault occurring on (B)(6) 2019 but this occurrence was not reported to the manufacturer.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the actual battery levels were in good condition, it appeared the voltage analyzer was incorrectly showing a voltage drop. The mobile viewing station (mvs) green led indicator m19 was replaced. The investigation was still in process on the date of filing. No devices/components were returned to the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a maxfax procedure the battery critically low error came up on the mobile view station (mvs) when taking a 2d image. The error lasted ~40's before self shutdown initiated. The voltage condition was met and the system shut down. Upon restarting the machine immediately after shutdown, the radiographer was able to complete the imaging without incident. It was noticed that green charging led on the image acquisition system (ias) was flickering and the brightness changed when applying light pressure to the led surface. The voltage recorded a drop as a result of applying pressure. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.